Event description:
It was reported that the ICD presented with t-wave oversensing, resulting in inappropriate shocks. The r-wave amplitude was below 1.0mv and the t-wave amplitudes were 0.6mv. Induction testing was recommended to verify that the new settings did not desensitize the ventricular channel. The physician elected to replace the device.